Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.

Manufacturer narrative:
The lot number for the gooseneck snare was received. A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
During a vena cava filter removal procedure, the gooseneck snare broke. The platinum tip broke off and migrated to the right ventricle in the heart.